Event description:
It was reported that the patient had "two bad leads" at the previous device changeout just over two years ago. The right ventricular (rv) lead was capped and replaced. The device was programmed to vvi. At a recent follow-up visit the patient was symptomatic to vvi pacing. When the ra lead was programmed on, the unipolar impedance was higher than bipolar and there was no capture. The patient remains in vvi pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.